Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 44 mg/dl and their sensor glucose read 82 mg/dl. Customer stated they have treated with food for their blood glucose. The customer stated they were able to raise their blood glucose to 58 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported another instance where their blood glucose was 97 mg/dl and their sensor glucose was 77 mg/dl. The customer's blood glucose was 157 mg/dl at the end of the call. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.